Manufacturer narrative:
Other relevant device(s) are: product ID: envpro-16-us, serial/lot #: (B)(4), ubd: 22-feb-2020, UDI#: (B)(4), product analysis: the valve and the dcs were both discarded; therefore, no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusions can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a non-medtronic surgical valve, at 80% deployment angiography showed the valve was deployed too high at a depth of 1mm on the non coronary cusp (ncc) and 0mm on the left coronary cusp (lcc). The outflow crowns of the valve frame were at an acute angle to the delivery catheter system (dcs) capsule. During slow recapture of the valve, the dcs dug into the side of the valve frame and began to fold the valve over on itself, and the valve was unable to be recaptured. The valve was redeployed to 80%, forward pressure was placed to push the dcs toward the superior curve of the aortic arch, which straightened the acute angle of the valve frame. The valve was attempted to be recaptured, but the dcs dug into the valve frame folding it over on itself a second time. The valve was redeployed to 80%. A decision was made to pull the valve into the aortic arch to recapture the valve and dcs in a straight line. The attempt was unsuccessful as the dcs continued to fold the valve frame over on itself and the dcs began to collapse and appeared to ¿accordion¿. The valve was pulled into the descending aorta and redeployed to 80%. Upon visualization of the valve frame shape, the physician chose not to deploy the valve in the descending aorta. The valve was recaptured to 50%, which was as far as the frame and dcs would allow and pulled down to the 20 french non-medtronic sheath. Eighty percent of the valve frame was pulled into the sheath. Numerous attempts to pull the remaining portion of the valve frame into the sheath were unsuccessful as the sheath and the dcs capsule both accordioned on themselves. The physicians chose to pull the sheath and exposed valve frame down into the peripheral vessels together and out of the body. Upon entering the left common iliac artery, the valve frame ¿flexed¿ down into a lower profile, and along with the non-medtronic sheath, was pulled out of the peripheral artery. Angiography showed an infrarenal abdominal aortic dissection into the right and left common iliac arteries. The physician reported it was caused by the first valve that was not fully recaptured. A second valve was successfully implanted and a stent was placed to the right common iliac artery. No additional treatment was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural images submitted for review showed a valve load check but the paddles were not visible so the load could not be confirmed. It was confirmed that the valve was deployed past the point of recapture (ring past the point of recapture). A bend at the outflow crowns was seen. There was no evidence to confirm multiple recapture attempts or the dcs digging into the valve frame. The imaging showed that the valve was stuck on the large bore sheath and the capsule was not able to fully recapture the valve. The sheath and the dcs was removed as one unit due to not being able to recapture. There was no evidence to confirm that the valve entered the left common iliac artery and caused an abdominal dissection. However, a dissection was seen on the angiogram. Based on the review of the cines, the reported event of the valve folding over itself most likely resulted from the attempt to recapture the valve after it has been deployed past the point of no recapture. The device instructions for use (IFU) states that during use, "once the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment (point of no recapture), retrieval of the bioprosthesis from the patient (for example, use of the catheter) is not recommended. Retrieval after the point of no recapture may cause mechanical failure of the delivery catheter system, aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery". In this event, the physician proceeded to pull the sheath and exposed valve frame out of the patient¿s body. The physician reported that the dissection was caused by the valve not being fully recaptured. Even though the cause of the dissection could not be confirmed by the cine review, it is likely the dissection was caused by the exposed valve frame as it was being removed from the patient. Vascular injury is listed as a potential risk associated with the implantation of the device but the IFU also does not recommend retrieval of the bioprosthesis from the patient after reaching the point of no recapture. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. The difficulty recapturing may have been due to the valve already being beyond the point of no recapture when the recapture attempts were performed. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. If information is provided in the future, a supplemental report will be issued.